Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the xience v was first advanced onto the guide wire, the stent was found to be slightly off the markers. The physician touched the stent to check it and the stent moved more on the balloon. The stent was not expanded. The stent never entered the patient. No additional information was reported.

Manufacturer narrative:
(B)(4). A loose/mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. Return of the xience v stent delivery system (sds) may have aided in the investigation and determination of cause. In this case, without the product to examine, a definitive cause for the reported loose/mislocated stent cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for loose or mislocated stents for this lot. There is no indication of a lot specific product quality deficiency. All sds are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security.